Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The buttons passed the optical and functional investigation successfully and comply with the product specification. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2014, it was reported that the menu button on the patient's infusion device was not functioning. No adverse event was reported. The infusion device requested to be returned for product evaluation.